Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt stated that her infusion tubing separated. She stated she became aware of this when her infusion device gave an occlusion (04) alarm. She stated she immediately changed her infusion set and no physiological effects were reported. The pt stated she changes her infusion site every 3-4 days. She was advised to change her site every 3 days. She stated that her headset and infusion tubing were 2 days old at the time of the event. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.